Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficulty to remove the suture could not be tested due to the condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 5.5f sheath prior to a venous interventional procedure. Reportedly, when the plunger was pulled back (step #3) the cuff link became stuck. The foot plate was relaxed and the device was walked out to maintain access. The device was pulled out and the suture was cut. The suture of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. The patient was anti-coagulated. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.